Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 900 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they were using auto mode smart guard feature at time of incident. The insulin pump will not be returned for analysis.